Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In addition to the electrical problem, power source problem was identified as an additional failure mode. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and confirmed the error 2011/2012. Fss replaced the instrument manager, flash card and power supply parts to resolve the error issue with the unit. Fss calibrated and tested the system, which it passed all functional tests and it was found to meet amo specifications. Through a follow up with the amo field service specialist, he confirmed that both errors (2011/2012) occurred on the same day; that they are related and caused by the same issue in the unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that communication error, error 2011/2012 (error getting version strings from instrument host/instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.